Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) was damaged when pulling back. The balloon was cut open during the pull back. There was no reported patient injury. The device was stored, handled and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was used in a diagnostic coronary procedure using a retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized or was the patient's hospitalization extended as a result of the event. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was presence of pvd / calcium in the vicinity of the puncture site. The balloon lost pressure after being pulled to the arteriotomy. The lesion was moderately calcified. Therefore, manual compression was performed. It was mentioned that malfunction was noticed immediately but the unknown sheath had already been pulled out. The point of entry was very calcified which was known to have damaged the balloon when pulling back. The device was stored as per labeling and opened in sterile filed. The product was not returned for analysis. A product history record (phr) review of lot f2002104 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure- in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as pvd or calcium, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6f-7f mynx control vascular closure device (vcd) was damaged when pulling back. The balloon was cut open during the pull back. The device was stored, handled and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was used in a diagnostic coronary procedure using a retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized or was the patient's hospitalization extended as a result of the event. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was presence of pvd / calcium in the vicinity of the puncture site. The balloon lost pressure after being pulled to the arteriotomy. The lesion was moderately calcified. Therefore, a manual compression was performed. There was no reported patient injury. It was mentioned that malfunction was noticed immediately but the unknown sheath had already been pulled out. The point of entry was very calcified which was known to have damaged the balloon when pulling back. The device was stored as per labeling and opened in sterile filed. The device will not be returned for evaluation.